Event description:
The customer reported that the system was put in the lateral position and there was no image on the monitor. Also the system technique went to maximum. Also the system cuts out during procedures. Also the system would receive a black image with the system in the lateral position.

Manufacturer narrative:
The ge service rep found that the system interconnect cable had metal and plastic shreads in the connector and that looked as if there was some minor arcing which may have caused the black image. He replaced the interconnect cable. The rep was unable to reproduce the issue with no image. The machine operates as intended.